Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available

Event description:
Revision of restoris partial knee replacement to total knee replacement. Reason for revision: subsidence of tibial implant. Outcome of revision: size 5 triathlon cr cemented femur, size 6 universal baseplate, 12 x 50mm stem, 6 x 9mm cs insert, 35 asymmetric patella. Note: primary procedure used mako. Revision procedure did not use mako. Primary operation pka 3.0. (B)(6) primary operation.

Event description:
Revision of restoris partial knee replacement to total knee replacement. Reason for revision: subsidence of tibial implant. Outcome of revision: size 5 triathlon cr cemented femur, size 6 universal baseplate, 12 x 50mm stem, 6 x 9mm cs insert, 35 asymmetric patella. Note: primary procedure used mako. Revision procedure did not use mako. Primary operation pka 3.0. Primary operation.

Manufacturer narrative:
Reported event: an event regarding malposition & loosening involving a mako baseplate was reported. The event was confirmed via medical review. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show a femoral component, tibial baseplate, and insert that have been recently explanted and are covered in blood. There appears to be some cement adhered to the bone-interfacing sides of the devices. Explantation damage is visible on the insert as well as yellow discoloration consistent with absorption of synovial fluid. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical records, pre or immediate postoperative x-rays were provided for review. No revision data or x-rays were provided for review. Undated/unlabeled xrays showed loosening of a medial uni tibial component with subsidence and marked anterior slope. Event confirmation: failure of a medial unicompartmental knee arthroplasty can be confirmed. The tibial is loose and has subsided into a marked anterior slope on unlabeled x-rays. A revision cannot be confirmed but would be expected. Root cause: the root cause of the tibial failure cannot be ascertained. The reason for the unconfirmed revision would be tibial loosening and collapse." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to subsidence of the tibial baseplate. A review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical records, pre or immediate postoperative x-rays were provided for review. No revision data or x-rays were provided for review. Undated/unlabeled xrays showed loosening of a medial uni tibial component with subsidence and marked anterior slope. Event confirmation: failure of a medial unicompartmental knee arthroplasty can be confirmed. The tibial is loose and has subsided into a marked anterior slope on unlabeled x-rays. A revision cannot be confirmed but would be expected. Root cause: the root cause of the tibial failure cannot be ascertained. The reason for the unconfirmed revision would be tibial loosening and collapse." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.